Event description:
It was reported that an ilet user experienced repetitive beeping approximately every few minutes throughout the day without corresponding on-screen alerts or new notifications, while device logs reflected only routine alarms and no evidence of undismissed alerts; the device was restarted, data were synced, and the user was advised to continue monitoring and capture a video of the behavior. Symptoms included hyperglycemia with a reported peak of 385 mg/dl and approximately two hours above target, without ketone testing, backup therapy, or medical intervention. Outcomes included no reported injury, no loss of consciousness, and no hospitalization. Investigation included a review of synced data, alert history, and engineering logs, as well as guided device restart and user education. Investigation of this case revealed no abnormal system behavior in logs and no confirmed alarm malfunction, with intermittent beeping not corroborated by device notifications; the issue remains inconsistent and unverified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce or confirm a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.